Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. White particles calcification-like were observed on the device. Broken on plug strap assessed as unidentified (tear) opening. Missing on plug strap assessed as inconclusive. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted and not replaced.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii. Device has been explanted and not replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.